Event description:
It is reported that a customer insulin pump was not delving enough insulin. The patient's blood glucose level was over 500 mg/dl at the time of the incident. The customer stated that they had indian food and had to resort to manual injections because their pump was not bringing the customer's blood glucose lower. The customer was assisted with trouble shooting and reprograming their pump no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.